Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include, the additional event information received on 16-nov-2022. [Additional information]: on 16-nov-2022, additional information was received. The information indicated, that the pulserider anrd was successfully detached and implanted after the cable was replaced. There was nothing obstructing the microcatheter. There were no visible kinks observed, on the microcatheter. During inserting into the microcatheter, no resistance friction was encountered. No resistance friction was experienced with the guidewire. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 01-dec-2022. [Additional information]: on 01-dec-2022, additional information was received that included the product and lot number of the pulserider anrd that was successfully detached and implanted after the cable was replaced; the pulserider 10t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (211d / 3074375209) was successfully detached and implanted. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure with the target lesion located on the basilar artery (ba) tip, during the attempt to deploy the pulserider aneurysm neck reconstruction device (anrd) (catalog / lot#: unknown), there was resistance felt when it was exiting the tip of the 150cm x 5cm prowler select plus microcatheter (catalog #: 3606s255x, lot #: 30772053). It was reported that continuous flush was maintained. The pulserider anrd was removed once and checked outside of the patient¿s body, there was no issue observed, and it was re-introduced into the microcatheter and resistance was felt. The prowler select plus microcatheter was removed and replaced. Due to an ¿energization error¿ at the time of the pulserider detachment, all checks were made to ensure that the device is properly connected. The physician then made about five (5) attempts but the detachment error occurred. The pulserider accessory cable (prdsacd / 30885291) was replaced and after the replacement, detachment was achieved ¿smoothly.¿ there was no negative impact to the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. Conclusion: the healthcare professional reported that during an endovascular embolization procedure with the target lesion located on the basilar artery (ba) tip, during the attempt to deploy the pulserider aneurysm neck reconstruction device (anrd) (catalog / lot# unknown), there was resistance felt when it was exiting the tip of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30772053). It was reported that continuous flush was maintained. The pulserider anrd was removed once and checked outside of the patient¿s body, there was no issue observed, and it was re-introduced into the microcatheter and resistance was felt. The prowler select plus microcatheter was removed and replaced. Due to an ¿energization error¿ at the time of the pulserider detachment, all checks were made to ensure that the device is properly connected. The physician then made about five (5) attempts but the detachment error occurred. The pulserider accessory cable (prdsacd / 30885291) was replaced and after the replacement, detachment was achieved ¿smoothly.¿ there was no negative impact to the patient. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30772053) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.